Manufacturer narrative:
Each of the fractured slotted wire fixation bolts exhibited a swirl pattern on the fracture surface, which is indicative of a torsional overload failure. No manufacturing deviations were found for these devices.

Event description:
It was reported during surgery the slotted fixation bolts began to sheer and break when applying the nut. Surgery time was extended.